Event description:
Additional information: the health care provider later reported that the date of onset of the infection was (B)(6) 2011. The patient experienced fever, redness and swelling. The location of the infection was noted to be the device pocket and a culture was obtained. It was indicated that the patient had received perioperative antibiotics and also had post-op wound or skin contamination risk factors before implant of the device. The pump was last refilled (B)(6) 2011. The patient outcome was noted as infection resolved. The pump was used to deliver morphine so4.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709sc, serial #: (B)(4), implanted: (B)(6) 2011, explanted: unk.

Event description:
It was reported that the patient's entire system was completely removed after an infection.

Manufacturer narrative:
(B)(4).